Manufacturer narrative:
Trackiwse ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) screen could not be opened. In step 4, when pulling the screen out of the "loading device tube", the screen got stuck in the middle of the "tube". The umbrella did not open outside the aorta. They did not carry out the latch release step with the first device because a malfunction had previously occurred and they were not sure whether the umbrella was still in order. The procedure was completed with a new device. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - medical device problem changed from "failure to unfold or unwrap" to "fitting problem". Analysis of production for ncmr: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were two (2) additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿nov 2021¿ through ¿feb 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22)the device was returned to the factory for evaluation on 04/04/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on which prevents the white plunger from being depressed. The seal was observed in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.216 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.